Event description:
It was reported that an 840 ventilator's graphical user interface (gui) became inoperative. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs to address the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The diagnostic logs were reviewed. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on a patient at the time of the reported event.